Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was bilateral inguinal hernia and umbilical hernia and post-operative diagnosis was indirect bilateral inguinal hernias left greater than right reducible initial hernias, non-recurrent and small umbilical hernia. The procedure performed was laparoscopic bilateral inguinal hernia repair with mesh, primary open closure of umbilical hernia. The patient experienced surgical revision, pain, adhesions, and recurrence.